Event description:
It was reported that a malfunction alarm occurred with the code malf 16. There was no adverse impact to the customer's blood glucose level. As a corrective action, technical support decided to replace the pump.